Event description:
It was reported that a malfunction alarm occurred on the pump, and customer stated no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.